Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the cable between the upb and acpb. The system was verified and ready for use.

Event description:
It was reported that during training/demo, site contacted intuitive technical support engineer (tse) to report that the system was giving 319 errors, caller forwarded screen shots of the error logs but did not contain 319. Tse walked caller through finding the error logs for 319 but was unable to locate. There was no report of patient involvement.